Event description:
It was reported that a patient experienced loss of therapeutic effect and loss of bladder control. The symptoms occurred following a fall, and the patient believes the leads may have moved. The patient had tried all of the programs and settings, but was not able to feel stimulation.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3037, product type: programmer. Patient (B)(4).